Manufacturer narrative:
Device, including the affected domes, was not returned for further evaluation. This is a combined (initial and final) report.

Event description:
Patient reported on (B)(6) that there were two previous instances in which the rubber tip (dome) fell down the ear canal and had to be removed in an emergency room. Patient reported he went to urgent care around (B)(6) 2026 and went to the ER on (B)(6) 2026. The patient reported this happened for the right-hand side device both times. The user reported he was using the domes provided by the audiologist, medium closed domes. The dome was successfully removed from the ear canal without pain both times. No medical treatment was prescribed after these events. The risk assessment for the device evaluates the dome detaching from the device and getting stuck in the ear canal, which is mitigated by specified retention force (in compliance with iec 60601-2-66). The instructions for use states to get medical help if a piece, such as the dome, gets stuck in the patient's ear, and instructs to not push the part further in the ear, to reduce the risk of serious injury as far as possible. Therefore, it is concluded the current risk assessment is acceptable. No further follow-up is expected.